Event description:
The facility's purchasing department reported an infusion pump with a 715 failure code which was observed during biomed testing. The hospital representative stated to baxter customer service they have no record of any pataient incident involving the pump since the last baxter service event.